Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02249 and 1627487-2013-02250. The patient received three leads (from two separate lots) as part of her scs system. It was reported the patient experienced a fall within the last two weeks and subsequently she started feeling a shocking sensation when she turned stimulation on. Reprogramming was unable to provide the patient with effective stimulation or resolve the issue. It was reported surgical intervention will be undertaken to address the issue.